Event description:
The customer reported that the nurse spiked secondary IV set into 100ml carboplatin bag and leaking was noted from drip chamber vent immediately after hanging the bag. A second nurse confirmed that the vent cap was closed and visualized the leak coming from the vent. There were 3 pre-chemo medications infused through the secondary set prior to the leak being noticed.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of set leaking from drip chamber vent was confirmed. During visual inspection it was noted that the air vent cap was not seated properly from the drip chamber vent air filter housing in what seemed to be in a closed position. Functional and pressure testing was performed and leaking was noted flowing out from the drip chamber¿s air filter housing. The root cause of the customer's report was identified as vent cap was not seated properly from the drip chamber vent.

Event description:
The customer reported that the nurse spiked secondary IV set into carboplatin 615mg/250ml bag and leaking was noted from drip chamber vent immediately after hanging the bag. A second nurse confirmed that the vent cap was closed and visualized the leak coming from the vent. There were 3 pre-chemo medications infused through the secondary set prior to the leak being noticed.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.